Manufacturer narrative:
Additional information received from customer medsun. The customer¿s report that heparin had infused at a wrong rate was not confirmed. The affected devices and device logs were not returned for investigation. There were no anomalies or leaks observed with the returned concomitant primary set. The root cause of the heparin infusing at a wrong rate was not identified.

Event description:
A copy of the customer's medsun report ((B)(4)) was received which stated, "a heparin infusion was ordered. The order was a bolus followed by a continuous rate: bolus of 7280 units ordered, followed by continuous rate of 16 units/hr. Two nurses verify, per policy, of bolus dose and then infusion rate, and the pump was programmed for the appropriate bolus dose 7280 units (72.8 ml, to be given as rapid bolus -- over 4 min) -- at 1600. At approximately 1630, nurse noticed heparin bag looked to be more empty than it should, looking as if approximately 50-75 ml's left in 250 ml new bag. Patient should have received ~80 ml of infusion at this time. Md's and pharmacist notified and appropriate and immediate measures initiated for patient. Pump stopped and taken out of use and heparin bag and tubing saved for further interrogation." A copy of the customer's medsun report ((B)(4)) was received which stated, "a heparin bolus and continuous drip was initiated on an alaris pump per policy and orders. Around 30 minutes into the infusion, the nurse noticed a large volume of the 250ml bag had infused. Infusion was stopped, providers notified and appropriate interventions for patient initiated. The tubing and alaris pump were sequestered."

Manufacturer narrative:
Concomitant medical product: 250ml b. Braun bag ndc 0264-9587-20, lot j6n033n, exp 04/19, heparin sodium; therapy date: unk. The concomitant administration set was received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that around 30 minutes after administration of a heparin bolus followed by a heparin continuous infusion it was noted that a substantial volume of the new 250 ml bag had infused. The infusion was stopped, and an unspecified intervention occurred. There was no report of patient harm.